Event description:
During investigation of a customer report, data suggested that there was a possible issue associated with the defibrillation pads or pad attachment to the pt. The cause is unk. The user reported receiving a continued "apply pads" prompt from the defibrillator when the pads were attached to the pt. Contrary to the labeling for this situation, the user did not deploy another set of defibrillation pads. There is no data which suggests that this event had any impact on the pt.